Event description:
The healthcare practitioner was backloading the guidewire onto the sphinctertome when the tip of the sphinctertome split in half about 1-2cm back from the end. The use of the sphinctertome was discontinued at time of the procedure. The patient was unharmed.